Manufacturer narrative:
Additional information: g1, h10 plant investigation: the device was not returned to the manufacturer for physical evaluation and the product details were not provided. As the product information was unknown, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: there was no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there was no allegation that a fresenius product malfunction or deficiency was related to the reported infection.

Event description:
It was reported that a patient had an infection. Additional information was not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient had an infection. Additional information was not provided.